Event description:
It was reported, the patient is not receiving effective stimulation coverage. The sjm representative reprogrammed the patient, recovering effective stimulation to some of the established pain pattern, but not to the right leg. The physician plans to take images of the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.